Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204, exposed wires) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the (can l) wire. The root cause for the open wire was excessive force.  No adverse event resulted from the damaged battery.

Event description:
A us distributor reported a patient was experiencing a service code 204 (belt/monitor unusable).